Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery. The 2.80x19mm graftmaster covered stent system failed to cross due to anatomy. Another graftmaster was used to successfully complete the procedure. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is returning; however, has not been received. A follow-up report will be submitted with all additional relevant information.